Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy in response to t-wave oversensing (twos) on the right ventricular (rv) lead. Chronic elevated capture threshold and chronic rising pace/sense impedance were also reported, and the pace/sense impedance was now high. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned, analysis of the device memory indicated the impedance trend on the rv (right vent ricular) pacing lead was rising, there was rv (right ventricular) oversensing, and unexpected delivery of a ventricular tachyarrhythmia therapy.